Event description:
Case description: a physician reported that 4 pts developed spinal infections associated with the use of gelfoam and a recent recall of the product. All patients were hospitalized. This is the report on the first pt. No further details were provided on initial contact. For cross reference on the other pts, see MFR #2001047448us, 2001047449us and 2001047450us. 03/29/01, additional info was received from the surgeon. He reported that a pt underwent an instrumented lumbar spine fusion in which gelfoam powder was used. On an unspecified date, pt developed a postoperative infection. Cultures were positive for enterococcus faecalis. Treatment involved a surgical debridement of the infected area and long-term antibiotic therapy. Medical history included diabetes. No further info was provided. For cross reference of an additional pt, see MFR #2001051128.